Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated erroneous calcium (ca) patient results. Customer reported the erroneous results were reported outside the laboratory. Customer reported that the problem was discovered when the doctor complained that ca patient results were running high. Customer reported that they repeated several patient samples on another dxc and the results generated were lower. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) decontaminated the ion selective electrode module and performed preventive maintenance. The fse noted that there was buildup in the chloride port. The fse instructed the customer on maintenance. The fse verified performance of the analyzer.